Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: ccd water covering was caused due to switch seal ring deterioration. However, the most probable cause for air leakage in the camera head control section was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the autoclavable camera head exhibited air leakage in the camera head control section and water covering charged coupled device. There was no patient involvement.